Event description:
It was reported that the patient was hospitalized due to receiving inappropriate hv therapy due to lead noise. The hv therapy could not be disabled. Additionally, the device could not be interrogated. It was also noted that there were no egm recorded suspected to be due to non-sustained rv oversensing episodes not being cleared. The device was explanted and replaced. Patient condition post procedure was well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.